Event description:
Procedure type: lap roux-en y. According to the reporter: the surgeon had difficulty "docking" the orvil to the eea and subsequently the orvil detacher after the device was fired. The orvil was removed by the assistant surgeon from the abdomen using a laparoscopic grasper and the procedure finished in the usual fashion, through the 15mm port site. No add'l blood loss occurred but the procedure was extended approx 25-30 min. The gastric pouch was tested for leakage and none was found. The patient was reported in well condition and has since been discharged. No patient injury was reported

Manufacturer narrative:
Initial report sent: 10/01/2007.